Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.10. The lens was returned in a plastic specimen cup. The lens was taped to the inside of the specimen cup. Solution is dried on the lens. Solution is dried on the lens. The lens was cleaned for further evaluation. Cracks are observed in the center of the optic on both the anterior and posterior sides. Light scratches are observed on the optic. Power and resolution inspection was conducted with acceptable results. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The 18.5 diopter lens (add power +2.2/+3.2) lens was replaced with a 18.5 diopter (1.5 extended depth of focus) lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had experienced blurred vision and glare. The iol was explanted approximately 2 months following the initial implant procedure. Additional information was received, that the symptoms has been resolved.